Event description:
Reporter stated, "it is believed from the x-rays that the nail broke. This is a custom made nail which extends from the hip to the ankle. The nail will be revised when a replacement is available."